Event description:
A journal article was reviewed that contained information regarding ultra-conservative implantable cardioverter defibrillator (ICD) programming in patients with left ventricular assist devices (vad). The article reports a patient who experienced inappropriate anti-tachycardia pacing (atp) for supra ventricular tachycardia (svt). The status/disposition of the ICD is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/(B)(6) years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: impact of ultra-conservative ICD programming in patients with lvads: avoiding potentially unnecessary tachy-therapies. Pacing and clinical electrophysiology. 2022; 45:204¿211. Doi: 10.1111/pace.14438. If information is provided in the future, a supplemental report will be issued.